Manufacturer narrative:
Conclusion code: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental form will be submitted accordingly. In addition, a review of the device manufacturing records was conducted and the device met all finished goods release criteria.

Event description:
It was reported that a patient underwent a gynecological procedure in 2009. During the procedure, the unit was bogging down and was sluggish. The lights on the front of the unit were flashing and dimming. The procedure was successfully completed with no adverse patient consequences.